Manufacturer narrative:
Product history review was completed. Complaint data was reviewed and there are no previous complaint on the device

Event description:
On (B)(6) 2023, infutronix received a report that a pump abruptly powered off on its own without warning, causing a loss of infusion parameters. The infusion cannot resume without causing a delay in treatment. Device requested for return.